Event description:
As a result of a blotched procedure using a surgical tool not defined, the patient suffered injury. The patient initially entered the hospital to have kidney stones surgically removed. It was alleged that during the course of the procedure, the surgical tool malfunctioned/broke and cause a tear in the patient's ureter. The procedure could not be completed. A stent was placed in the patient's ureter for approximately six weeks and the patient passed blood through their urine for approximately ten days after the surgery and has experienced significant pain and discomfort. Additionally, since the surgery could not be completed, the patient is scheduled to undergo surgery for kidney stones again sometime within the next six months.